Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 55 mg/dl at the time of the incident. The customer turned off the sensor but this morning it was showed more in the range of 75 mg/dl, but tested and it above 100 mg/dl and got another threshold suspend at 55 mg/dl and at was at 109 mg/dl and there was an update to the sensor reading and it jumped to 65 mg/dl. The sensor glucose value that triggered the suspend event was 55 mg/dl and suspend on low limit in sensor settings was 60 mg/dl. The customer was advised to calibrate immediately after testing blood glucose and to never calibrate with a blood glucose meter reading that was taken more than 12 minutes earlier as that blood glucose value would no longer be considered valid. The sensor is not expected to be returned for analysis.